Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to the hospital due to a vibratory device alert. The pacing impedance decreased and the threshold rose from the previous follow-up. An x-ray examination revealed the right ventricular (rv) lead was dislodged and a cardiac perforation with pericardial effusion near the apex was observed. The patient was admitted to the hospital until their condition improved. A few days following, the rv lead was explanted and replaced. The patient was stable following procedure.